Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion ca be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept getting a white screen and is unreadable. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 4.3 mmol/l. No symptoms reported and therefore no treatment required. Product will be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement and self tests. No unexpected white screens were noted. (B)(4).